Manufacturer narrative:
The polarsheath was received by boston scientific for analysis. The sheath was returned with the dilator inside the sheath. The sheath passed standard procedural aspiration testing. The sheath did not pass hemostasis testing without a dilator inserted during the test. Leakage, dripping and pressure drop observed. Device was gently pressurized with 6 psi at the flushing line lure fitting while plugging the distal tip of the catheter, the pressure decay value was gross leak. Although the device did not pass hemostasis or pressure decay testing, the observations were not consistent with the complaint event description. No visible tear appeared on the outside slit of the hemostatic valve. The inside slit appears to be defective due to the dilator returned inside the sheath, which could alter investigation findings. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU).the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Event description:
During a de novo pulmonary vein isolation cryoablation procedure a polarsheath was selected for use. It was reported that after the sheath was placed in left atrium the physician pulled the dilator out of the sheath and wanted to aspirate with a syringe without anything in the sheath. Air bubbles were clearly visible during aspiration the sheath was exchanged and the procedure was completed successfully with no patient complications. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a de novo pulmonary vein isolation cryoablation procedure a polarsheath was selected for use. It was reported that after the sheath was placed in left atrium the physician pulled the dilator out of the sheath and wanted to aspirate with a syringe without anything in the sheath. Air bubbles were clearly visible during aspiration the sheath was exchanged and the procedure was completed successfully with no patient complications. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath